Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Discarded at user facility.

Event description:
It was reported that a cure period of cobalt bone cement was early. Attempts to obtain additional information have been made; however, no more is available.